Manufacturer narrative:
No investigation as reported no product could be returned.

Event description:
Information received a smiths medical intubation/portex endotracheal tubes failed after precheck the failure was notice in the accuracy of the valves after inflation and post procedure. Nurses check the cuff prior and are finding no discrepancies. The problem was noticed after intubation with decrease is sao2, as well as air leak, which required extubating patient and reintubating. The malfunctioned cuff would revealed leakage. Reported this would occur initially after intubation, something same day and after 24 hours, however the teams were checking the cuff with the cuffometer, which was revealed leakage before intubation. The cuffometer is checked before and after intubation and a pattern of leakage has been observed. The facility can not remove there stock for investigation as stated "can not remove materials from circulation without immediate replacement of the lot, as we would be short of supply in a time of sanitary crisis that requires immense effort on the part of the entire assistance team, so I request verification of the material in question because such lack, brings different risks to our patients." This event is considered serious injury reportable as required intervention to prevent loss of airway management.